Event description:
It was reported that the user experienced a pairing failure between the ilet and a new dexcom g7 sensor, and the user was assisted by support to successfully pair a replacement sensor, which entered warm-up. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the device functioned as expected after re-pairing and sensor initialization. It was concluded that the event was resolved through standard troubleshooting without evidence of device malfunction.